Event description:
Patient contacted dexcom technical support on 2/13/2014 and claimed that on (B)(6) 2014, upon sensor removal, patient was unable to locate sensor wire. Patient reported experiencing discomfort at the site of insertion. No medical intervention was necessary. At the time of the call, patient reported being fine. Dexcom has issued an rga for patient to return their device to be investigated.